Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 4 of 12. The caregiver (cg) stated when the alarm went off, he noticed that he had not correctly attached one of the supply bags and it was leaking. The cg had the luer lock cassette and did not screw it on properly. The tsr explained the cg would need to start over with new supplies and advised the cg to notify the nurse in the next 24 hours of the incident. Product surveillance contacted the cg regarding the reported incident. The cg stated the nurse was notified and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
Medtronic received information that this bioprosthetic valve implanted 5 months, was explanted due to regurgitation. No adverse patient effects reported.